Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. The initial result was 0.710 mg/dl. The physician questioned this result as the patient¿s previous result on (B)(6) 2026 was 4.24 mg/dl. On (B)(6) 2026, the sample was repeated twice with results of 2.89 mg/dl and 2.92 mg/dl. The sample was icteric. On (B)(6) 2026, a new sample was obtained, and the result was 4.21 mg/dl. This sample was not icteric.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).